Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017. During the processing of this complaint, attempts to obtain patient information were made but not received.

Event description:
It was reported the patient's controller was displaying the replace generator soon message. As a result, the patient's controller software was updated and the message went away, resolving the issue.